Manufacturer narrative:
Cracked reservoir tube lip, cracked battery tube threads, severelyscratched display window, severely scratched keypad overlay and crackedcase near display window corners noted during visual inspection. Nobutton response due to flattened dome switch on esc and act button. Nobutton error alarms noted. Unable to confirm excessive nodelivery alarm test due to keypad anomaly. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had button error alarm and no delivery alarm. The blood glucose at the time of the incident was 129 mg/dl. Troubleshooting was not performed. The device was returned for analysis.